Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the remaining additional failures is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device guide tube unit was dirty due to water leakage should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited acoustic lens was damaged. There was no patient involvement.